Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor screen showed there was a problem and prompted to call zoll for service. Customer support reviewed the pt's latest download and reported service codes, 'can comm timeouts' and 'belt comm errors'. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (call zoll for service / service codes / can comm timeouts / belt comm errors) is under investigation. Upon evaluation test electrode belts were able to communicate with the monitor; however, would not stay properly attached to the monitor. The cause for the belts not remaining attached to the monitor cannot be positively determined. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted. The pt received a replacement monitor.